Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection was noted within seven weeks of a device replacement procedure with an antibacterial absorbable envelope. The device will be booked for extraction; however, the products remain in use until the procedure occurs. No further patient complications have been reported as a result of this event.